Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h6 (conclusion codes)

Event description:
This report summarizes <noe> 4 </noe> malfunction events in which the device experienced a fail-safe problem that could result in unintended activation. 3 events had no patient involvement; no patient impact. 1 event had no known impact or consequences to the patient.

Event description:
This report summarizes <noe> 3 </noe> malfunction events in which the device experienced a fail-safe problem that could result in unintended activation. 2 events had no patient involvement; no patient impact. 1 event had no known impact or consequences to the patient.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale. Corrected data: b5, h10. 3 previously reported events are included in this follow-up record. Product return status. 1 device was received. 2 device investigation types have not yet been determined. Event confirmation status. 1 reported event was not confirmed. Evaluation results. 1 device had no problem found.

Event description:
This report summarizes <noe> 4 </noe> malfunction events in which the device experienced a fail-safe problem that could result in unintended activation. 3 events had no patient involvement; no patient impact. 1 event had no known impact or consequences to the patient.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 3 events were previously reported during the reporting quarter; however: - 1 previously reported event was included under MFR report # 0001811755-2019-03368 but should be included under this report. - 4 total events were reported for this catalog number/device code combination for the reporting quarter and are included in this follow-up record. Product return status 3 devices were received. 1 device was not available for evaluation. Event confirmation status 1 reported event was confirmed. 2 reported events were not confirmed. Evaluation results 1 device was found to be affected by a corroded trigger assembly. 1 device was found to be affected by a corroded safety bar. 1 device had no problem found.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 3 events were reported for this quarter. Product return status: 3 device investigation types have not yet been determined. Additional information 3 devices were not label:ed for single-use. 3 devices were not reprocessed or reused.

Event description:
This report summarizes <noe> 3 </noe> malfunction events in which the device experienced a fail-safe problem that could result in unintended activation. 3 events had no patient involvement; no patient impact.